Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer 2.1 smart half-height had been failing intermittently. A field service engineer (fse) powered down the station, and the row board cable had been seated. The fse found the medication had been jammed underneath the pocket contacts, it had been cleared out, and the issue was resolved. The hardware test application test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 kept failing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.